Event description:
Left-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4) device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10 sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. Two bald areas were observed on the upper right of the anterior surface. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.